Manufacturer narrative:
(B)(4) date sent: 4/25/2024 d4: batch # unk investigation summary this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows an opened package of product code gcfrgb and a blue reload with a retainer can be seen near of tyvek. However, the condition of reload cannot be assessed. Also, no malformed staples could be noted. Based on the photo the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Device history review a manufacturing record evaluation was performed for the finished device lot number 309c81, and no non-conformances were identified.

Event description:
It was reported that during unk procedure after fired, noted the staples malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.